Manufacturer narrative:
It was noted that drill adaptor s/n (B)(6) marking has mostly disappeared. The affected markings are the serial number, the rosa brand, the ce marking and the diameter. The event described in the complaint is confirmed based on the pictures provided by the reporter. According to the usage data available to the reporter, this drill adaptor has been approximately cleaned and sterilized around 100 times. This product will continue to be used and will not be shipped back to the manufacturer for evaluation. Based on the available elements, the most probable root cause is wear and tear.

Event description:
While on site retrieving information for an other complaint, the company clinical representative took pictures of the drill adaptors owned by the customer. Upon review of the pictures by the complaint handler, it was noted that one of the 2.45 mm drill adaptors marking has mostly disappeared. The affected markings for this drill adaptor are the serial number, the rosa brand, the ce marking and the diameter.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
While on site retrieving information for an other complaint, the company clinical representative took pictures of the drill adaptors owned by the customer. Upon review of the pictures by the complaint handler, it was noted that one of the 2.45 mm drill adaptors marking has mostly disappeared. The affected markings for this drill adaptor are the serial number, the rosa brand, the ce marking and the diameter.